Event description:
It was reported that a breaker malfunction resulted in a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. Circuit breaker cb3 on the table was evaluated and replaced. The system was tested and found to be working as intended and returned to service.